Manufacturer narrative:
(B)(4) per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards for conduction disturbances/ heart block, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the mechanism described above as well as patient factors (a preop rhythm rbbb and 1º avb) are likely contributing factors to the event reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through s3i cap 2, the patient had a rhythm of sr with rbbb and 1º avb preoperatively. There was notable outflow calcium at the lcc. Procedure done under conscious sedation. Percutaneous access to the rfa preclosed and the 16f esheath advanced without issue. 25x4 edwards bav completed under rvp. The 29mm commander advanced/aligned without difficulty. The valve was positioned with the bottom of the center marker at the insertion point of the cusps and deployed under rvp landing 80:20 aortic. Patient was ¿asystolic¿ post-deployment and required pacing throughout the rest of tavr. Team noted flaring of the struts along the lcc calcium and mild pvl with aortogram evident after several minutes. 2cc were added to the delivery system for post-dilatation completed under rvp, the valve appeared fully expanded and the flaring removed. Trace pvl was seen by echo and confirmed by aortogram. The delivery system and sheath were removed, vessels visualized without complication. Pre-gradient of 42mmhg was reduced to 0mmhg. Ep was consulted and patient taken to receive a ppm immediately post-tavr.